Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics visited two years ago due to a low blood glucose level. Customer's blood glucose level was not reported. The customer declined to be transferred to the helpline. The device was not returned.